Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The spouse reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer was unable to receive insulin for the last 12 hours as a result. The caller also reported the customer experienced a burning and stinging sensation at their infusion site. Customer's blood glucose was 153 mg/dl at the time of incident. The caller reported the alarm did not occur during a manual prime. Troubleshooting was not performed at the time of the call. The caller declined to return the reservoir for analysis.